Event description:
It was reported that the burr was stuck on guidewire. A 1.75mm rotapro and rotawire guidewire were selected for use. During the procedure, the rotapro burr seized firmly on the wire and could no longer be separated, and the burr could no longer go forward or backwards. Rotawire and burr were removed together as one unit. The procedure was completed successfully using another rotapro and rotawire. There was no patient complications reported, and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by manufacturer: during product analysis it was observed that the body of the guidewire was bent. Microscopic inspection revealed that spring tip was bent. Product analysis confirmed the complaint allegation of guidewire-burr stuck on wire due to the multiple bents on the guidewire body.

Event description:
It was reported that the burr was stuck on guidewire. A 1.75mm rotapro and rotawire guidewire were selected for use. During the procedure, the rotapro burr seized firmly on the wire and could no longer be separated, and the burr could no longer go forward or backwards. Rotawire and burr were removed together as one unit. The procedure was completed successfully using another rotapro and rotawire. There was no patient complications reported, and patient was stable post procedure.